Manufacturer narrative:
Concomitant medical product: c4tr01 crtp, implant date: (B)(6) 2017; 4968-25 lead, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high undefined impedance and confirmed fracture were noted on the epicardial (right atrial) (ra) lead. The lead explanted and replaced during an upgrade procedure. No patient complications have been reported as a result of this event.